Event description:
It was reported that the gastrointestinal videoscope displayed an incompatible scope error (e315). The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - (initial reporter establishment name)- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.